Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint states the patient experienced inaccurate cgm values. Data was provided for investigation. Product was not provided for investigation. Complaint was confirmed during data review. The root cause could not be determined.